Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, at the second firing along the stomach, a metal piece of the reload at the articulation joint broke and shot out of the side. No component fall into the patient cavity. Additionally, the surgeon was able to press the green button and squeezed the handle, but it ran idle or was floppy with no resistance, and the instrument made a strange noise. Hence, the instrument did not fire. The incision was extended for one inch to remove the device together with the trocar. The device was replaced by opening a new reload and a handle with a new lot. Pli 30: product received without accompanying information.

Manufacturer narrative:
D10 concomitant medical products: unknown trocar, unknown trocar device (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, at the second firing along the stomach, a metal piece of the reload at the articulation joint broke and shot out of the side. No component fall into the patient cavity. Additionally, the surgeon was able to press the green button and squeezed the handle, but it ran idle or was floppy with no resistance, and the instrument made a strange noise. Hence, the instrument did not fire. The incision was extended for one inch to remove the device. The device was replaced by opening a new reload and a handle with a new lot.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot # n4k2105y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, at the second firing along the stomach, a metal piece of the reload at the articulation joint broke and shot out of the side. No component fall into the patient cavity. Additionally, the surgeon was able to press the green button and squeezed the handle, but it ran idle or was floppy with no resistance, and the instrument made a strange noise. Hence, the instrument did not fire. A larger incision was made to remove the device. The device was replaced by opening a new reload and a handle with a new lot.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument was engaged with the returned reload. The returned reload was noted to have herniated laminates. The firing knobs were slightly advanced and the articulation lever was turned slightly to the right. Functional testing noted that the firing knobs were manually retracted. The listed reload was unloaded from the instrument without difficulty. The instrument was successfully loaded with a reload. The instrument was successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. There was no sign of sheared teeth on the firing rack. It was reported that instrument made strange noise and the gear was skipping. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the handle knobs were not fully retracted. The most likely cause for the additional condition was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, at the second firing along the stomach, a metal piece of the reload at the articulation joint broke and shot out of the side. No component fall into the patient cavity. Additionally, the surgeon was able to press the green button and squeezed the handle, but it ran idle or was floppy with no resistance, and the instrument made a strange noise. Hence, the instrument did not fire. The incision was extended for one inch to remove the device together with the trocar. The device was replaced by opening a new reload and a handle with a new lot.